Manufacturer narrative:
Batch review performed on 14 january 2021 lot 1901388: (B)(4) items manufactured and released on 17-july-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on 14 january 2021 liner: mpact dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot. 1901455 lot 1901455: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and another similar event has been reported. Stem: amistem-p collared 01.18.433 amistem-p collared std stem size 3 (k173794) lot. 1907017 lot 1907017: (B)(4) items manufactured and released on 19-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. Without any other similar reported event. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1908980 sn n/a. Lot 1908980: (B)(4) items manufactured and released on 10-feb-2020. Expiration date: 2025-01-21. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold and another similar event has been reported.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer, 5 months after the primary. The surgery was completed successfully.

Manufacturer narrative:
Initial report and report source have been corrected.